Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. A supplemental report will be submitted when investigation is completed.

Event description:
The product reported in this event is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. It was reported that during an embolization procedure, the coil got stretched when attempted to be retracted into a microcatheter for repositioning after the coil was inserted into an embolization site. The physician pulled back the coil carefully not to detach the implant, but a part of the tip of the implant was found to be broken when the coil was observed out of the microcatheter. As angiography revealed there was no implant displacement from the aneurysm, an additional implant was placed to fix the implant in the aneurysm. Blood flow was confirmed to be no longer flowing into the aneurysm and the procedure was completed. There was no report of injury to the patient.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the pusher was the only component received for evaluation. The investigation of the returned pusher found the body coil severely stretched from the platinum coil to the distal heater coil, the heater coil burnt and the monofilament with a mushroom shape at the tip indicating a successful detachment; because of the excessive damage, further functional testing could not be conducted. Furthermore, the implant used in the procedure was not returned or evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.